Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2021 hardware was removed in a revision surgery on (B)(6) 2023 due to the initial surgery not meeting expectations. Additional information indicates bone graft was used during the revision and fusion went well. The patient is currently in a regular shoe and is healing well. Per the patient, the explanting surgeon indicated the implanting surgeon may have under-corrected and did not align the seismoid. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no nonconformances or issues during the manufacture or release of the devices were identified that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, based on the available information, it is possible the bunion was not fully corrected during the initial surgery. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2021, hardware was removed in a revision surgery on (B)(6) 2023 due to the initial surgery not meeting expectations. There was no other report of any patient impact or injury as a result of this event.